Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump, after which the touchscreen cracked and the upper half of the screen became unresponsive; this was confirmed with images, and the device could not be interacted with, preventing syncing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.